Event description:
Clinical study see also; 600089-2006-01091during the index procedure a stent had a broken strut and a balloon rupture occurred. Additional information regarding when the broken strut was noted in the 2.75x16mm taxus express2 stnet and how the 2.5x20mm express2 balloon ruptured, was not provided. The index procedure included the successful implantation of 5 drug-eluting stents (des) in 3 target lesions. No complications were reported.